Event description:
The user stated "lots of smoke" was coming out of the back of the analyzer. No one inhaled the smoke and the laboratory did not have to be evacuated. No instrument operators or lab personnel were harmed. No patients were involved in the event. The field service representative determined there was a defective power supply and replaced it. He verified proper operation using diagnostic testing. To verify the analyzer operation, the user ran calibration and quality control.

Manufacturer narrative:
Investigation of the event determined the left hand fan was functioning slowly and there was heat damage to the planar winding pcb. There was no evidence of fire and all parts and plastics are ul rated accordingly. For existing power supplies, a cleaning procedure has been added to the half year analyzer maintenance requirements and the part is scheduled to be replaced every three years. For new power supplies, a retrofit kit has been introduced for power supplies that do not currently include the over temperature protection switch. No injury was reported by the customer.